Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that out of range issues occurred between the transmitter and pump for an unknown period of time. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered, leading to elevated blood glucose levels between 366 mg/dl and "high" per continuous glucose monitor readings. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.